Event description:
Hosp advised that pump was set up to infuse at a rate of 1 ml/hr. When powered on, it alarmed and displayed error code 407. This pump was replaced on the pt by another pump. There was no pt consequence.